Manufacturer narrative:
Literature citation: schmidt et al. The effect of the additional use of grommets in silicone implant arthroplasty of the metacarpophalangeal joints. Journal of hand surgery. 1999; 24b: 561-564. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, in a 1999 literature article, by schmidt et al. Titled, the effect of the additional use of grommets in silicone implant arthroplasty of the metacarpophalangeal joints, the authors report a 28% implant fracture rate following mcp joint arthroplasty with swanson finger joint implants.